Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the customer's received a battery failed message. The customer requested to have the battery replaced under the service contract. It was reported that the customer was unable to determine if the device displayed a diagnostic code 1124 - battery failed. The rse explained to the customer, that when the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator will continue to ventilate, and the battery charger will turn off. The rse provided the following instructions - verify that the pm pcba is equipped with pic firmware version 1.30; replace the internal battery; replace the pm pcba. A philips service engineer (se) reported that the device was not providing ac or dc. The se replaced the ac inlet and power supply, and the issue was resolved. It was reported that the battery and power management board were replaced as preventative measures. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The battery was returned to the manufacture product investigation lab. The technician documented the following conclusion/root cause, "product investigation lab is unable to confirm the complaint. The battery passes the internal battery test specified in the service manual.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an internal battery error message while the device was plugged in. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's received a battery failed message. Investigation ongoing.